Event description:
It was reported that after 11 days of intra-aortic balloon (iab) therapy, the customer called for assistance with several error codes on the cardiosave intra-aortic balloon pump (iabp). The insertion was reported to be axillary, which is not the method described in the device instructions for use. The insertion was reported to be axillary, which is not the method described in the device instructions for use. They reported that they had been dealing with condensation in the helium line for several hours and the iabp alarmed ¿error code 4¿ then ¿system failure.¿ they had switched out the first iabp already and now the second cardiosave iabp was also alarming the same thing. They verified all connections were secure and appropriate and there was no blood in the helium tubing. They switched out the console one more time and alerted the physicians that the iab may need to be changed out. Upon follow up on 24december2024 at 5:50am, the customer stated they had one gas gain alarm on the third iabp. The physician elected to change the frequency to 1:2 and had not had any problems since. It was noted that they would likely replaced the iab later that day. There was no patient harm or adverse event reported. This report is for the iab involved in this event. Separate reports have been submitted for the cardiosave iabps under mfg report number 2249723-2024-00027 and mfg report number 2249723-2024-00028.

Manufacturer narrative:
Occupation: manager. Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after 11 days of intra-aortic balloon (iab) therapy, the customer called for assistance with several error codes on the cardiosave intra-aortic balloon pump (iabp). The insertion was reported to be axillary, which is not the method described in the device instructions for use. The insertion was reported to be axillary, which is not the method described in the device instructions for use. They reported that they had been dealing with condensation in the helium line for several hours and the iabp alarmed ¿error code 4¿ then ¿system failure.¿ they had switched out the first iabp already and now the second cardiosave iabp was also alarming the same thing. They verified all connections were secure and appropriate and there was no blood in the helium tubing. They switched out the console one more time and alerted the physicians that the iab may need to be changed out. Upon follow up on 24december2024 at 5:50am, the customer stated they had one gas gain alarm on the third iabp. The physician elected to change the frequency to 1:2 and had not had any problems since. It was noted that they would likely replaced the iab later that day. The iab was said to have been in placed from 08december2023 to 25december2023 and was replaced with a new iab. There was no patient harm or adverse event reported. This report is for the iab involved in this event. Separate reports have been submitted for the cardiosave iabps under mfg report number 2249723-2024-00027 and mfg report number 2249723-2024-00028.

Manufacturer narrative:
Gfe response received 08feb2024 - updated field(s): describe event or problem. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. No blood was observed inside the catheter tubing. The catheter tubing was cut approximately 60.2cm from the iab tip. The proximal portion of the balloon was not returned for evaluation, including the y-fitting, extracorporeal tubing, stat gard sleeve, sensor cable, and sensor connector. A kink was found on the catheter tubing approximately 58.2cm from the iab tip. The optical fiber was found to be broken 33.5cm from the iab tip. The proximal portion after the break was not returned. An underwater leak test of the membrane and catheter tubing was performed, and no leaks were detected. The iab was unable to be placed on the pump due to the returned condition of the iab. We are unable to conclusively determine the reported events due to the returned condition of the iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The reported events could not be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).